Event description:
The hcp reported that the pump was explanted after 19.6 months due to a rotor stall. The pt was experiencing nausea. Vomiting, diarrhea and chills. A side port myleogram was performed to evaluate the catheter and was found to be "fine". Rotor trial showed no movement after 5 minutes. A new pump was implanted and the pt is reported to be doing well.